Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the physician's point of care (poc) inr result. Results are as follows: date inratio inr poc inr date: (B)(6) 2015, inratio inr: n/a, poc inr: 2.0. Date: (B)(6) 2015, inratio inr: 1.6, poc inr: 2.2. Therapeutic range: 2.0 - 3.0. The testing was performed consecutively. The caller reported that the first drop of blood was not used to test on the inratio device. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. There were no product deficiencies was found for strip lot 369119a. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer's incorrect technique may have contributed to the unexpected result experienced by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.